Event description:
The caller reported the insight insulin pump began audible and vibrating alarms at 04:45am. The patient's father was unable to cancel the alarms as all buttons were not functioning. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Although the reported system has been returned and investigated for the alarm function allegation, the button allegation was not investigated.